Event description:
Medtronic rec'd info that this aortic valve was abandoned at implant as the surgeon observed a 3mm gap at the central point of one of the leaflets. The surgeon elected to remove and abandon the valve. A different valve was implanted without reported difficulty. To date, there have been no reported adverse pt effects.

Manufacturer narrative:
Analysis: visual analysis of the returned prod shows slight ovalization of the valve stent. The reported 3mm gap was not observed. Pulse duplication testing demonstrated normal device performance. Given the normal device analysis, it is likely that the reported gap was due to oversizing of the valve by the surgeon. Review of the device history record shows that the device met mfg specs when released for distribution. Conclusion: device evaluated and alleged failure could not be duplicated. Device abandoned at implant with no reported adverse pt affect.